Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a procedure the s3 roller pump alarmed and stopped. A sorin service representative checked and replaced the speed potentiometer. Performance testing found no issues and the device was returned to service. There have been no further reports of any issues since this replacement. No nonconformities were noted during manufacturing record review. No further investigation is required. No trend has been identified. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a procedure the s3 roller pump alarmed and stopped. There was no report of pt injury.